Manufacturer narrative:
This report is for an unknown serial number, therefore no product evaluation could be made.

Event description:
It was reported by the customer that the mattress of the bed has very little air under the patient when using the mattress in rotation mode. It was further reported that this causes discomfort and could also allegedly be a contributing factor to reports of pressure ulcers on patients using the beds with the mattress.